Event description:
It was reported that the atrial lead was oversensing noise. The noise was reproducible in the clinic. The maximum noise amplitude measured approximately 1.2 mv.

Event description:
It was reported that noise continued to be a problem. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Only one portion of the lead was returned measuring 18.7 cm. Final analysis found that the outer insulation was abraded at 10.8 cm to 12.0 cm from the connector pin, due to friction with another device.